Manufacturer narrative:
A ge service rep performed an onsite investigation. The hand control was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case, the system displayed a security switch error message while fluoroing. No pt injury was reported.